Event description:
During an endograft procedure, our vascular doctor went to deploy one of our perclose devices and it failed. They weren't specifically sure what exactly went wrong but the device malfunctioned and didn't properly deploy, and a new device was needed.